Manufacturer narrative:
Continuation of d10: 4968-35 lead and 4968-35 lead implanted: (B)(6) 2017. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced erythema and swelling around the device pocket. An infection was suspected and the device could be seen eroding through the skin. The physician noted that "the patient was very thin, so there might be little skin or adipose tissue." The device was explanted. To avoid making another incision line, a large tunnel was created from the lower part of the xiphoid process to under the left external oblique muscle. The new device was attached to the existing leads. No further patient complications have been reported as a result of this event.